Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No reset alarm, a 21 and a17 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected restart, a cold reset was performed as well as external ram crc error. Customer's blood glucose value was 85 mg/dl unknown at the time of the incident. Customer reported reset alarm recurred for several times and history displayed 3 times. Customer confirmed that the insulin pump was not stored with a depleted battery or without battery and it was not a replacement or new insulin pump. Customer was advised to check the settings and nothing changed. Customer confirmed that he changed the battery as per IFU but the issue persisted. The device will be returned for analysis.